Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's wall adapter was not charging the pump. There was no impact to customer's blood glucose level. Reportedly, the customer was able to plug the cable into the computer to charge the pump.